Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltages and low speed operation when connected to the patient cable was confirmed via the log file. A review of the submitted log file showed 120 events spanning approximately 1 day (day 152 ¿ day 153 per time stamp). Between day 153 hour 0 min 46 and day 153 hour 12 min 12 while connected to the power module, there were instances of intermittent variable rsoc voltages observed on the power cables. Voltages ranged from 9.1 ¿ 13.4 v which is lower than the expected 14v. This activated low battery advisory alarms and coincided with a brief low speed operation. The speed returned above the lsl shortly after. No other notable alarms were active in the log file. The 14v patient cable was not returned for analysis and was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events were not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 219 for routine follow-up. The customer reported that the log file showed low speed operation and low voltage by 8:15am. The patient stated he did not recall any problems. Per the customer, the patient cable was exchanged and the log file review was requested for further analysis. Manufacturer technician analyzed the log file and observed a speed drop below the lows speed limit and the supply voltages as 9 volt range while connected to the power module. There were no other unusual events recorded in the log file and the mcs equipment was operating as intended. Multiple attempts were made to obtain the patient cable serial number and additional information; however, no additional information was provided.